Event description:
Inogen g5 oxygen concentrator 4 replacements in 11 months. All defective and failed in as little as one week if happens away from alternative oxygen serious respiratory problem but it is meant to be mobile used away from other supply of oxygen I think design is defective. They lie about replacements being new when told serial number older than current unit then they admit unit was refurnished also curious how they sterilize refurbished units since any internal contamination will be inhaled. Reference reports: mw5146636, mw5146637, mw5146639.